Manufacturer narrative:
After installing the battery the unit shows low power battery sign and no key function due to corroded battery tube compartment noted.

Event description:
Information received by medtronic indicated that the insulin pump received failed battery alarm. Customer also reported that contacts of battery cap were not missing or damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.